Manufacturer narrative:
The insulin pump was received with down arrow button unresponsive due to flattened button dome switch. No button error alarm noted. No unlock on lcd keypad connector noted. Device was received with minor scratched display window, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the bolus button was stuck and the insulin pump alarmed button error. No significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.